Manufacturer narrative:
Occupation is lay user/patient. The customer's meter and test strips were returned for investigation. The returned meter and test strips were tested using a retention meter and a high-level control. Qc results: result #1: 5.2 inr, result #2: 5.2 inr, result #3: 5.2 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The results alleged by the customer were observed in the meter¿s patient result memory. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with a coaguchek xs meter serial number (B)(4). The customer reported "errors 5 and 6" while testing with test strip lot 43492523. At 8:18 a.m., the customer¿s meter result was 5.0 inr. The used test strip was the last one in the test strip vial. At 8:50 a.m., the customer used a different finger for testing and the customer¿s meter result was 3.5 inr. The used test strip was from a new vial with the same lot number. The customer determined the 3.5 inr result was correct. The customer¿s therapeutic range is 2.5- 3.5 inr.